Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a rash they got from the hospital. The patient thinks it might be a bacterial infection. The patient believes it to be unrelated to the lv as the irritation is below the lv and is where the patient has bruises on their body from being stuck with needles while receiving treatment in the hospital. There is no indication of medical intervention reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.